Event description:
Arthroscopy of shoulder with rotator cuff repair. Metal shavings noted in the surgical field after using the linvatec full radius resector. Diagnosis or reason for use: rotator cuff repair.